Event description:
It was reported that the tip of the driver broke while inserting the bone screw. The broken pieces were retrieved and nothing was left in the pt. No pt complications were reported.

Manufacturer narrative:
(B)(4): the driver was returned for eval. Visually confirmed sleeve broken between stress relief fillets of retaining tabs. Microscopic exam of fracture revealed quasi-brittle fracture, with no indication of fatigue or torsion, suggesting possible bending moment; crack appears to have initiated at stress relief fillets. A review of the device history records for this device did not reveal any non-conformances to spec or deviations in procedure which might contribute to the reported event.